Manufacturer narrative:
An event regarding dislocation involving a mako liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a review of the provided medical information by a clinical consultant concluded: ¿there is no evidence that factors of faulty component design, manufacturing or materials contributed to this situation.¿ -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies.. -complaint history review: there have been no other events for this lot. Conclusions: although the exact cause of the event could not be determined since there was no examination of the explanted components, no primary operative report, and no dated serial x-rays available for review. The clinical consultant did document "recurrent anterior dislocation after total hip arthroplasty is increased in incidence with a history of previous pelvic fracture." And "there is no evidence that factors of faulty component design, manufacturing or materials contributed to this situation." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Sales rep was informed by dr. (B)(6) that he needed to revise a patient he recently preformed surgery on. He was notified that the patient had dislocated on one occasion. Sales rep was informed that closed reduction was performed by an unknown source to manipulate the hip back into place prior to the revision surgery date. (Right hip)

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Sales rep was informed by dr. (B)(6) that he needed to revise a patient he recently preformed surgery on. He was notified that the patient had dislocated on one occasion. Sales rep was informed that closed reduction was performed by an unknown source to manipulate the hip back into place prior to the revision surgery date. (Right hip).